Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08984. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined the potential root cause of the reportable malfunction ¿elevator not opening fully¿ as follows. It was confirmed that there was no abnormality in the operation of the forceps table. There is a possibility that peeling of the distal end adhesive may have occurred due to external force being applied by handling, brushing strongly during reprocess, etc. As stated on the IFU and as a preventive measure, the user manual states: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The service group could not confirm the reported "elevator not opening fully" as the forceps at the distal end of the scope functioned appropriately, however, the forceps cover adhesive was found peeling. Additionally, the bending section cover adhesives were cracked. The scope was repaired back to standard specifications and returned to the customer. A review of the scope's history shows the scope was purchased on february 16, 2020 with no previous repair records. The root cause of the reported event cannot be determined at this time as the investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the forceps elevator at the distal end of the evis exera ii ultrasound gastro-video scope was not opening fully. No patient injury or harm was reported.